Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There was one ten minute manual power up recorded in the history log along with multiple manual power ups mainly under 1 minute duration including two of nonsensical duration recorded between the (B)(6) 2017 and the (B)(6) 2017. These multiple manual power ups may indicate that the device was switching on automatically and the user was intervening by turning the device off initially via the on/off button then by removing the pad-pak. Therefore there was only one ten minute time-out recorded. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. Initial pad-pak performed as expected for approximately 52 months before issuing a low battery warning.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.